Event description:
Additional information was received that the device had not yet been replaced as the patient had a malfunctioning dialysis shunt over the device implant site. The device following physician developed a plan that included surgical repair and moving of the shunt off of the device site. The patient then will continue to be monitored by remote monitoring and if end of life (eol) is reached by the device, then the patient will wear a lifevest. Six weeks following the surgical intervention for the shunt, the device replacement is planned. At this time, the device remains in service.further information was received from the field representative that multiple attempts have been made by the physician's office to contact the patient and no response had been received. At this time the system remains implanted.

Event description:
Additional information was received that this implantable cardioverter defibrillator (ICD) was explanted in the operating room and two days later a new ICD was implanted. The hospital retained the device, so at this time it will not be returned to boston scientific. No additional adverse patient effects were reported.

Event description:
Additional information from the field representative that this patient reported a permanent fistula was implanted, but several weeks of healing were required before it would be usable. The plan was that the patient would be fitted for a life vest and scheduled for a device replacement in the coming months. No additional adverse patient effects were reported. The device remains implanted at this time.

Event description:
Further information was received that the patient did not show up for his follow-up appointment and the clinic was attempting to get the appointment rescheduled. No further information has been provided. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to a possible low voltage capacitor anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
(B)(4). As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The patient had recent follow-up at the clinic. Another evaluation of data was done and device replacement continues to be recommended. Data analysis was performed and it was recommended the device be replaced by mid-july. No adverse patient effects were reported, and at this time, information suggests the device remains in service.

Event description:
Boston scientific received information that the patient with this device reported hearing beeping. Upon interrogation it was observed this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. At this time, information suggests that the device remains implanted. No adverse patient effects reported.

Event description:
Further information was received that this patient was seen in (B)(6) 2014 and the device had not yet reached elective replacement indicator (eri). The physician was attempting to reach the patient to scheduled another follow-up clinic check. There were no adverse patient effects reported. At this time, no further information is available.